Manufacturer narrative:
The insulin pump was received with missing segment and partial display due to cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had partial display. The customer's mother reported that they heard a crack. The customer's mother reported that a dumbbell was dropped on the insulin pump. The customer's blood glucose was 168 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.